Event description:
It was reported that the pump is not responding when the down arrow is pressed. The patient indicated that she is still able to bolus because the up arrow and the ok buttons are working. She indicated that the buttons do not click/spring back. She denied getting the pump wet and stated that there is no trauma to the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.